Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155492.

Event description:
Voluntary medwatch received states that patient's atrial lead exhibited oversensing. The patient status was unknown.